Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the cardiac arrhythmia could not be conclusively established through this investigation. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2016. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted (B)(6) 2021 in another hospital before being transferred (B)(6) 2021. The patient had cardiac arrhythmia (which required defibrillation). There were two episodes of ventricular tachycardia which had cardioversion on (B)(6) 2021 to return to sinus rhythm. Additionally, there was amiodarone treatment.